Event description:
It was reported that the customer was hospitalized with high blood glucose of 800mg/dl, and she was treated with an insulin drip. The customer experienced vomiting and fatigue. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were correct, but the caller was unsure if the basal rate was correct. Assisted the sister to run a manual prime test and the insulin did exit. Days later, the customer called and stated that her insulin pump has a crack on the top of the battery compartment and goes down about half of inch. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.